Event description:
Patient contacted our firm by email and reported a corneal ulcer. He has not yet responded to requests for more information. He states "I was told by my doctor that if I hadn't gone in to see him, I could have gone blind." Will continue to pursue additional information. This is reported as worst case as requiring medical intervention to preclude permanent disability. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.